Event description:
The customer stated that the pic defibrillator would not turn on with batteries. He reported it works fine when connected to an ambulance mounted power and recharger unit. No patient involvement.

Manufacturer narrative:
MFR's evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. Factory service confirmed the reported failure to power the unit under battery power. The unit powered up normally when using auxiliary power. We isolated the defect to broken solder joints on transformer t2 on the power supply board. We found that the power supply board was missing its four mounting screws, resulting in the transformer absorbing vibration. Factory service replaced the power supply board to resolve the issue. After board replacement, the device passed testing and returned to the customer.